Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was rec'd. Eval confirmed that the incorrect size 79 product was mis-packaged and labeled as size 71/75. All items are accounted for. No product was distributed or sold in the united states. (B)(4).

Event description:
It was reported that the item was a size 79 as opposed to size 71/75 that was stated on the label. No pt was affected.